Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor had fired 4 times (1 gst60g, 3 gst60d) all with slr (ech60r). As doctor approached the fundus of the stomach and was manipulating the stapler on the tissue, he noticed that it would not articulate fully on the left side. He was not getting the double vibration, so it can't articulate anymore, and looked to be about 45 degrees instead of the max 55 degrees of articulation. They took out the battery and flip it upside down to troubleshoot but that did not fix the issue. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/25/2025. B3: only event year known: 2025. D4: batch #c9de32. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, the log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9de32, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.